Event description:
It was reported that balloon rupture occurred. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 5mm distal to the proximal markerband, there was a pinhole to the balloon. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.